Event description:
It was reported that during a ptca/stent procedure, the vision stent was being used in a "kissing stent" technique. After the first stent was placed in the sidebranch, the vision stent was advanced to treat the main artery; however, some resistance was met when the device tried to cross the previously placed stent to advance to the second lesion. The stent delivery system (sds) was retracted, but the stent was dislodged. Reportedly, the physician was able to get the sds balloon back inside the stent and tried to remove the device, but upon reaching the guiding catheter, the stent became stripped off again. Another stent was used to tack the stent against the wall in a small branch in the diagonal. The pt was reported to be fine throughout the procedure.